Manufacturer narrative:
The device was not returned for evaluation therefore we were not able to complete a thorough investigation. A supplier corrective action request (scar) has been sent to vendor (xeridiem medical devices) in relation to the product issue; however, still waiting for completion. The investigation is incomplete at this time, a follow-up report will be submitted with additional information once received, this report will be updated.

Event description:
Patient was started on a lasix infusion due to low urine output over a few hours. In the following hours her foley catheter was bypassing large amounts of urine, the nurse investigated the system including a bladder scan. The bladder scan was found to have >999 ml. As per unit protocol, the catheter was irrigated to relieve any obstruction but non were found. The catheter balloon was deflated in preparation for removal and the patient was releasing large volume of urine into the bed. Following which, a new foley was inserted and an additional 1.5l of urine was collected. An additional >1l was collected in the following hour as well. The patient was sedated and intubated post operatively, hence unable to communicate discomfort associated with significant urinary retention.

Manufacturer narrative:
The investigation is complete at this time. No further information is available at this time. We will provide follow up report if additional information becomes available.